Event description:
Allegedly, patient was revised due to mom complications; elevated cocr ions; pain; difficulty walking; metallosis; fluid collection; soft tissue damage. Additionally, intraoperatively there was moderate corrosion on the neck; stem was loose. - (left).

Manufacturer narrative:
This is the same event as 3010536692-2015-00783, -00785, -00786.